Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the catheter was found separated in the bed after we made sure the patient was not moving anymore. The cvc was originally attached to the skin. The small attaching plastic wings, the junction points and the bandage were still in place. A peripheral line was inserted.

Event description:
The customer reports: the catheter was found separated in the bed after we made sure the patient was not moving anymore. The cvc was originally attached to the skin. The small attaching plastic wings, the junction points and the bandage were still in place. A peripheral line was inserted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.